Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/27/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture detached from the needle. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.